Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be return for evaluation. Therefore, root cause was undetermined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has xdcr fault alarms triggered while ventilator was running. There was no patient involvement reported from this event.